Event description:
Bd bac tec aerobic blood culture bottles (product number 442023). All lots with expiration date 09/30/2018 are contaminated with proteus sp. Dna. The organism isn't viable. It is not visible, nor is it growing in culture. Contaminating dna is causing false positive results with our rapid molecular (pcr) assay accidentally reported, then pt care could be impacted negatively. To date, only 3 reports have been issued with false results (now corrected). Since discovery, we have discontinued reporting any results in which proteus sp. Dna is detected. Pcr assay is biofire filmarray bcid panel. We have reported the issue both mfrs (bd and biofire). Bd maintains that they make no claims for the performance of their media with molecular tests.